Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. Two days prior to the event onset, the patient experienced the symptom of infection. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified drugs (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.